Manufacturer narrative:
The reason for this revision surgery was the subscapula rupture to the patient's shoulder after 6.5 months of product use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are 5 prior complaints against this part number. Summary of investigations: four with rotator cuff damage, 1 for patient non-compliance. This is the first complaint from this lot. No information was provided that definitively described the root cause of the sub scapula rupture, but there is no reason to believe the product contributed to the rupture. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient suffering from a sub scapula rupture.